Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer reported communication loss at the central nurse's station that was monitoring a burn unit. The cns was remotely monitoring the bedside monitors, the customer clarified that the main central station was continuing to monitor the bedsides correctly and confirmed that the bedside monitors are monitoring patients correctly as well. The reported device was not returned for product evaluation. No patient harm was reported. Service requested / performed: tech support attempted to troubleshoot the issue. The ts agent instructed the customer to check the network connections and discovered that the network cable was plugged into the wrong port on the cns tower. After correcting the network connection, the issue was resolved. Investigation summary: the root cause of this issue was determined to be user error. As the issue was resolved via troubleshooting, no additional information from the customer is required. As this issue was not a result of an nk device deficiency nor non-conformance, a CAPA is not required. The overall risk score is high.

Event description:
The customer reported of communication loss on their central nursing station (cns), the central nursing station (cns) was remotely monitoring the bedside monitors. No patient harm was reported.

Manufacturer narrative:
The customer reported of communication loss on their central nursing station(cns), the central nursing station(cns) was remotely monitoring the bedside monitors. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of communication loss on their central nursing station(cns), the central nursing station(cns) was remotely monitoring the bedside monitors. No patient harm was reported.